Manufacturer narrative:
This MDR is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in MDR reporting. The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis discovered that there was a lot of blood in the outer body and inner body. Device analysis revealed that the micro delivery catheter outer body was compressed. The stent was observed to be protruding from the micro delivery catheter outer body distal end. The inner body was found kinked and broken. The stent was examined under magnification. The stent struts were tangled. No other anomalies were observed with the stent. The stent was successfully deployed during functional testing, however there was a lot of friction, likely due to the observed anomalies. The observed anomalies are indicative of high friction during deployment. Identified possible causes are: highly tortuous anatomy and inadequate flush. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. The blood found in the returned device can be an indication of inadequate flush, however this could not be definitively determined. Additional information did indicate that the anatomy to be very tortuous. Based on the information available an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the device revealed that the stent was partially protruding through the outer body distal end. There was no reported clinical consequence to the patient.